Manufacturer narrative:
This report is submitted november 8, 2018.

Event description:
Per the clinic, the patient experienced pain and magnet dislodgement during a MRI (tesla strength and date not reported). Surgery to replace the magnet was completed (date not reported). The implanted device remains.